Event description:
It was reported that the device would power itself off when attempting to charge defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly and observed that there was a failure of dc power and determined that the cause of the reported issue was due to a failure of an integrated circuit chip, designator u9. It was observed that output pin #8 from u9 would not switch low. Physio also observed that the ac battery charge functionality was not functional. The device would have still been able to function on ac power.